Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) interlink system vented solution sets leaked from the vented filter near the spike. This was observed 36 hours into a 48-hour infusion. The device contained blincyto. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H11: the actual device was not available; however, photographs were received for evaluation. The returned photographs were reviewed, and it was noted that there was a leak in the vent of the spike. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.